Manufacturer narrative:
The customer's meter was received for investigation and was tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr, donor hct: 43% and 37%. Testing results: donor #1: masterlot / customer meter and masterlot 2.2 inr/ 2.2 inr. Donor #2: masterlot / customer meter and masterlot 2.9 inr/ 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages.

Manufacturer narrative:
(B)(4).

Event description:
The customer noticed a discrepancy in the results from their coaguchek xs meters compared to the results from a laboratory using siemens innovin reagent. Of the data provided for five patients, only the results for one patient were discrepant. The result from coaguchek xs meter serial number (B)(4) was 2.3 inr and the result from the laboratory sample drawn within a half hour was 1.7 inr. There was no allegation of an adverse event. Since the patient's results were so low, he was sent to have stroke work up performed. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no illnesses, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 168934-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.